Event description:
It was reported rn went to prime PICC and the saline came flying out of end - they noticed the hub had a huge crack/missing lip. Noticed prior to placement. No patient impact. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken luer connector is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 5fr dual lumen powerpicc solo with an inlaid 3cg stylet and t-lock assembly attached. The stylet was threaded through the red luer however, the luer thread was broken. Pieces of the red luer were stuck in the luer of the t-lock assembly. The cause of the broken luer connector could not be determined. However, over-tightening connectors, chemical exposure, or storage conditions may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported rn went to prime PICC and the saline came flying out of end - they noticed the hub had a huge crack/missing lip. Noticed prior to placement. No patient impact. No other information was provided.